Event description:
A customer reported that a knife blade was noted to be beveled on the bottom side of the blade instead of on top prior to surgery with no patient involvement. Additional information was not available.

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was confirmed to not be available from the reporter. (B)(4).